Event description:
It was initially reported that the pa was unable to interrogate a pt's device was able to be interrogated, but was unable to perform diagnostics. Since the pt was recently implanted, it was not believed to be related to an end of service condition of the pulse generator. It was believed to likely be emi of the programming system. Troubleshooting was performed the next day, which showed the programming system was able to be used on the company rep demo generator. Later the pa reported that the handheld battery would not hold a charge. It is unclear if this was the cause of the initial issue reported. The programming system was returned to the MFR for analysis, which has yet to be completed. Good faith attempts to obtain additional info have been unsuccessful to date.